Event description:
Ge healthcare service rep reported that while installing a telemetry system, the c/c went into a continuous reboot. Symptoms included sporadic network storms on customer network while connected to mission critical monitoring network, and the bedrock c/c was unable to be installed by the field engineer. The customer reported their hosp computers were resetting when using the wireless dash monitors. The wireless dash monitors utilize the hosp's 802.11 wireless network.

Manufacturer narrative:
Investigation/conclusion: the hosp configured their network with v-lans and applied an ip address to the mission critical monitoring network. This caused an incompatibility with the mission critical monitoring network. This was manifested by sporadic network storms, causing the cic to reset and also the hosp computers to reset. No ip address should be applied to the mission critical monitoring network. The network design engineer went to the site and corrected network settings and recommended the hosp remove the ip address assignment to the mission critical monitoring network. The site reports no further problems.